Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Additional information: section h imdrf annex codes correction: section d medical device brand name, medical device catalog, unique identifier (UDI), medical device serial, medical device model & concomitant med prod data upon investigation of the actual device used in this incident, it was determined that refrigerator had failed drawer. A field service engineer confirmed that a hardware failure was attached to the smart remote manager. Upon initially opening the door, a piece of medication appeared to obstruct it and was removed. The casing of the srm was then opened, and all indicator lights were illuminated with the latch found to be in good condition. Following further advisement, the srm was reopened using the key to the front lock, allowing the system to generate a false recovery error. This enabled the srm to be properly recovered, and the hardware error was no longer present. Additionally, the pas keyboard was replaced with a new cover. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, had drawer failure and nurse unable to access medication. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, had drawer failure and nurse unable to access medication. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Email: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.